Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (433 mg/dl), and "blacked out". Reportedly, the customer believes the pump is not delivering insulin as expected. Reportedly, the customer had a stroke and has been experiencing elevated bg levels since the stroke occurred. Customer was treated through manual injections while in the hospital and was released from the hospital 2 days later. The customer did not attribute elevated bg levels to the stroke that occurred. Customer had limited feeling in the left leg and arm due to the stroke.

Manufacturer narrative:
Received additional information from clinical diabetes specialist. Customer's health care professional believed elevated bg levels were due to customer having severe gastroparesis and a stroke. Customer's health care professional did not believe elevated bg levels were caused by the pumps performance.